Manufacturer narrative:
It was reported that a monitor fell off the shape arm in or 2. It is likely that a lack of maintenance occurred and over time the screws holding the shape arm up backed out, leading to the falling of the shape arm. There was no patient involvement, injury, or adverse consequence reported. The shape arm was removed by the customer and the stryker field service technician (sfst) was unable to locate the removed shape arm while onsite. If further information is found following the investigation, a supplemental will be filed.

Event description:
It was reported that a monitor fell off the shape arm in or 2. There was no patient involvement, injury, or adverse consequence reported.

Manufacturer narrative:
During the investigation stryker determined the serial number was (B)(4).

Event description:
It was reported that a monitor fell off the shape arm in or 2. There was no patient involvement, injury, or adverse consequence reported.